Manufacturer narrative:
Evaluation summary: the customer's stated problem was verified. The device displayed error code 116, the downstream occlusion sensor was found to be shattered due to impact damage. The downstream occlusion sensor was replaced and the unit passed all functional and delivery tests.

Event description:
Distributor requested repair of an ambulatory infusion pump due to constant occlusion alarming. No patient details were provided.